Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed via laparotomy") and autoimmune disorder ("patient convinced that she developed an autoimmune disease") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and paraesthesia ("tingling"). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, medical device removal and paraesthesia with essure. The reporter commented: essure had been placed with no difficulty. The patient requested removal because she experienced tingling and was convinced that she had developed an autoimmune disease after reading what is said on internet these days concerning essure. The physician mentioned that he performed removal because the patient was very insistent while, for him, there was no problem with the essure inserts. Photos of the uterine tubes, taken during removal of the inserts, showed inserts were correctly positioned. The physician reported that the tubes were intact, the essure inserts had not damaged tubal anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on an unknown date: no lesion or damage in the tubes hysterosalpingogram - in 2014: was ok on (B)(6) 2017 the physician took photographs, showing the perfectly healthy uterine tubes with no visible signs of inflammation. The inserts and uterine tubes were sent to the pathological anatomy unit. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 678 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 18-jul-2017: updated quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed via laparotomy") and autoimmune disorder ("patient convinced that she developed an autoimmune disease") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2017, 1171 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and paraesthesia ("tingling"). Essure was withdrawn. At the time of the report, the medical device removal, autoimmune disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for medical device removal, autoimmune disorder and paraesthesia with essure. The reporter commented: essure had been placed with no difficulty. The patient requested removal because she experienced tingling and was convinced that she had developed an autoimmune disease after reading what is said on internet these days concerning essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2014: hysterosalpingogram result was ok. On (B)(6) 2017 the physician took photographs, showing the perfectly healthy uterine tubes with no visible signs of inflammation. The inserts and uterine tubes were sent to the pathological anatomy unit. Company causality comment: this medically-confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the patient was convinced that she developed an autoimmune disease. It was reported that essure was removed via laparotomy three years after insertion. Autoimmune disorder is unanticipated while essure removal is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in (B)(6) 2014, the confirmatory test was performed showing adequate results. There is no information about the patient's historical and concomitant medical conditions. The reason for the essure removal is not clear. The patient requested the removal because she was convinced she developed an autoimmune disease. There is no further information about the diagnosis and if it was confirmed. Considering that essure has a local action at fallopian tubes, a contributory role is unlikely in a possible autoimmune disease therefore a causal relationship can be excluded (unrelated). Considering the nature of the event essure was removed via laparotomy it was considered related to essure. This case was regarded as incident as a device removal was required. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed via laparotomy") and autoimmune disorder ("patient convinced that she developed an autoimmune disease") in a (B)(6)-year-old female patient who had essure (batch no. B47954) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and paraesthesia ("tingling"). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, medical device removal and paraesthesia with essure. The reporter commented: essure had been placed with no difficulty. The patient requested removal because she experienced tingling and was convinced that she had developed an autoimmune disease after reading what is said on internet these days concerning essure. The physician mentioned that he performed removal because the patient was very insistent while, for him, there was no problem with the essure inserts. Photos of the uterine tubes, taken during removal of the inserts, showed inserts were correctly positioned. The physician reported that the tubes were intact, the essure inserts had not damaged tubal anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on an unknown date: no lesion or damage in the tubes hysterosalpingogram - in 2014: was ok on (B)(6) 2017 the physician took photographs, showing the perfectly healthy uterine tubes with no visible signs of inflammation. The inserts and uterine tubes were sent to the pathological anatomy unit. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure lot number (b47954) and lab data added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed via laparotomy") and autoimmune disorder ("patient convinced that she developed an autoimmune disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and paraesthesia ("tingling"). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, medical device removal and paraesthesia with essure. The reporter commented: essure had been placed with no difficulty. The patient requested removal because she experienced tingling and was convinced that she had developed an autoimmune disease after reading what is said on internet these days concerning essure. The physician mentioned that he performed removal because the patient was very insistent while, for him, there was no problem with the essure inserts. Photos of the uterine tubes, taken during removal of the inserts, showed inserts were correctly positioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: was ok. On (B)(6) 2017 the physician took photographs, showing the perfectly healthy uterine tubes with no visible signs of inflammation. The inserts and uterine tubes were sent to the pathological anatomy unit. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc. Company causality comment this medically-confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the patient was convinced that she developed an autoimmune disease. It was reported that essure was removed via laparotomy three years after insertion. Autoimmune disorder is unanticipated while essure removal is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in (B)(6) 2014, the confirmatory test was performed showing adequate results. There is no information about the patient's historical and concomitant medical conditions. The reason for the essure removal is not clear. The patient requested the removal because she was convinced she developed an autoimmune disease. There is no further information about the diagnosis and if it was confirmed. Considering that essure has a local action at fallopian tubes, a contributory role is unlikely in a possible autoimmune disease therefore a causal relationship can be excluded (unrelated). Considering the nature of the event essure was removed via laparotomy it was considered related to essure. This case was regarded as incident as a device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is awaited.